Event description:
It was reported that (1) device was used during a neck disection. It was reported by the affiliate that the h1tuv had no function and emitted noises. Another instrument was used to complete the case. There was no consequence to the pt.